Event description:
The patient was implanted with a let ventricular assist device (lvad). It was reported by the vad coordinator that for 15 days the patient's ldh values climbed from 1300 to 2500. The patient's lvad was exchanged due to suspected pump. The patient remains ongoing with the lvad."

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.